Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00203. Concomitant medical products: item#: 110040600, compr aug mini bsplt inserter; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was impacting the implant with the instrument, the patient's bone was fractured. Attempts have been made and no additional information is available at the time of this report.

Event description:
It was reported that while suregon was impacting the implant with the instrument, the patient's glenoid was fractured. The fracture was not stable enough to move forward with implanting the implant. Another similar implant was not used to complete the procedure. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D6a: the implant was not implanted on (B)(6) 2022 as originally reported. The implant was not used. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.